Event description:
It was reported via repair work order that the brakes would not hold due to cam bearing. It was also reported that the side rail may become unlatched during use due to missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.